Manufacturer narrative:
The patient began to experience adverse events post-op that led to an extended hospital stay before release. Once discharged the patient continued to experience issues, and contacted nuvasive to determine what the materials are made from. The patient stated to have unconfirmed sulfur, nickel and silver allergies. "Contraindications include, but are not limited to: infection, local to the operative site, signs of local inflammation. Patients with known sensitivity to the materials implanted." "Potential risks identified with the use of this system, which may require additional surgery, include: metal sensitivity or allergic reaction to a foreign body, infection, metal sensitivity, or allergic reaction to a foreign body" "warning: this device contains nickel. Do not implant in patients with known, or suspected nickel sensitivity." Device remains in-situ

Event description:
On tuesday, (B)(6) 2020, a patient underwent an anterior lumbar interbody fusion, and suffered a seizer in the recovery room. The following day the patient started experiencing bloating, intense vomiting and nausea. As a result the patient was not released from the hospital for three days. After being released from the hospital the patient began to experience pain, a distended stomach, swelling of her leg joints, as well as intermittent right leg collapse. The issues have led to multiple ER visits.